Manufacturer narrative:
(B)(4). Date sent: 8/25/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the first firing the device only fired 1/3 of the way and made a strange sound. Gore seamguard was being used with a black reload. The cut and staple line were good. The jaws of the device were removed from the tissue, however they were unable to be closed for removal. The reprocessed trocar was removed along with the device. A like device of the same product code was then used with another trocar. It too made a strange sound when fired and cut and staple line were good. Upon inspection it was noticed that the anvil and knife were bent and could not be closed to remove through the trocar. The trocar was removed and a third like device and trocar were used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p5643w. The analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60t reload loaded on the device. The reload was received partially fired 2/3. Furthermore the anvil knife slot was noted to be damaged and the knife was buckled. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.